Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the needed a new program to adjust stimulation. New contact configurations where used to adjust stimulation and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device is not working in the correct areas the patient needs stimulation. The patient stated when the ins was first implanted, it was programmed a few times and some settings were working. The patient said all of a sudden, the patient was getting vibrations up in their stomach and ribs where stimulation was not supposed to be. The patient met with a manufacturer representative (rep) on may 7th for the last reprogramming session. The patient said shortly after programming, the settings stopped working in the right areas where the patient needs stimulation. The patient said they had an appointment on (B)(6) 2018. No further complications were reported.